Manufacturer narrative:
The device was returned to the resmed design house located in (B)(4) for an extensive engineering investigation. The investigation methods, results, and conclusion are not finalized at this stage. (B)(4).

Event description:
It was reported to resmed (B)(4) that a patient using an astral device had an oxygen desaturation after the device displayed a system fault 74 and performed a safety reset. The patient was manually ventilated with no consequences. There was no patient injury reported as a result of this incident.

Manufacturer narrative:
The device was returned to resmed and an extensive engineering investigation was performed. Review of the device logs confirmed the occurrence of system fault error messages (sf 74) followed by safety resets. In-house testing could not reproduce the reported device faults. Based on all available evidence and previous investigations of similar complaints, the investigation determined that the reported events were due to a software issue. Resmed's risk analysis for this failure mode concludes that the risk is acceptable. There was no patient injury reported as a result of this incident. (B)(4).